Event description:
The manufacturer received information alleging a trilogy evo system board ventilator inoperative condition occurred. There was no harm or injury reported. The customer states they continue to have quality issues with several trilogy evo system board from batch #l250421012 (po# (B)(4)) part number 1135213 out of box failure. The manufacturer received allegations of constant alarms, failed to power on or could not connect to the software. A good faith effort attempt will be made to gather additional information on the device. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo system board ventilator inoperative condition occurred. There was no harm or injury reported. The customer states they continue to have quality issues with several trilogy evo system board from batch #l250421012 (po# 3-1909924-93) part number 1135213 out of box failure. The manufacturer received allegations of constant alarms, failed to power on or could not connect to the software. A good faith effort attempt will be made to gather additional information on the device. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the customer contacted the manufacture by email in response to a good faith effort attempt and confirmed that the issue was with the system boards and not the units. The customer states it would be possible to track down all of the serial numbers of the units that were replaced. A final report will be filed at this time and a supplemental report will be submitted if new information becomes available at a later time.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo system board ventilator inoperative condition occurred. There was no harm or injury reported. The customer states they continue to have quality issues with several trilogy evo system board from batch #l250421012 (po# 3-1909924-93) part number 1135213 out of box failure. The manufacturer received allegations of constant alarms, failed to power on or could not connect to the software. A good faith effort attempt will be made to gather additional information on the device. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Previous folow up: the customer contacted the manufacture by email in response to a good faith effort attempt and confirmed that the issue was with the system boards and not the units. The customer states it would be possible to track down all of the serial numbers of the units that were replaced. A final report will be filed at this time and a supplemental report will be submitted if new information becomes available at a later time. New information: the trilogy evo system board was returned to the philips product investigation lab (pil) for further investigation and the pil was unable to confirm a failure of the system board. Pil installed the trilogy evo system board on the trilogy evo stb and then installed the current domestic software, version 1.05.10, without issue. Pil was then able to communicate with the system board and then performed motor calibration via raspsim commands and then started therapy with a test lung. Pil ran therapy for approximately 1 hour and the system board operates without issue. Pil concluded that the trilogy evo system board operates as designed. The device was scrapped. Codes in box h were updated.